Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the motor drive unit was flickering and the disposable hand piece was working intermittently. A second motor drive unit was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
The actual device involved in this event was returned for eval. The eval did not duplicate the customer's complaint. Using a disposable hand piece, the unit ran for ten minutes clockwise and ten minutes counter clockwise without the blade stopping or any other problems. The foot switch performed per requirement and the internal inspection revealed no loose hardware or electrical connections.